Event description:
In a pre-shipping inspection on 28 aug 2009, the pathfinder polyaxial screw was found to have disassembled. There was no pt involvement. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
There was no pt involvement. Device was not implanted. Requests have been made for the return of the product, and eval is pending upon completed investigation of the product.